Manufacturer narrative:
The user stated that they were attempting to reposition themselves upright in the wheelchair, yet this failure mode would only occur if significant weight were applied from a leveraged position. Pictures provided showed that the hardware failure occurred at the accessory's wheelchair mounting location, which is the point of highest leverage. The manual states not to use the arm support when transferring to or form the wheelchair and it is not intended to support the full weight of the user. Nevertheless, applying significant weight, including full or near full body weight, is reasonably foreseeable missuse for a wheelchair arm accessory.

Event description:
When the user attempted to reposition themselves upright in their manual wheelchair, the bracket of the arm hardware broke. According to the user, when the bracket broke, the user fell out of their wheelchair and landed on their hip. The user was taken to the hospital, x-rays were taken of the affected area, and there was a suspected fracture (location not disclosed). The user returned to their care facility the next day.